Manufacturer narrative:
On 27 july 2016 it was prepared a final report with the information already reported in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch reviews performed on (B)(6) 2016: lot 141016: (B)(4) items manufactured and released on 22 may 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 3/13 mm right, code 02.12.0311fr, lot 152934 ((B)(4)), (B)(4) items manufactured and released on 03 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available

Event description:
The patient had a primary bilateral knee on (B)(6) 2016. The patient came in due to signs of infection. On (B)(6) 2016 the surgeon performed an incision and drainage and swapped the poly on both left and right knees. The surgery was completed successfully. Explants and x-rays are not available.